Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (540 mg/dl) and ketone level was 1.6 mmol/l. Multiple boluses were delivered via the pump and an insulin pen injection was administered. Although no pump issues were identified, customer discontinued use of pump and reverted to using manual insulin injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.